Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the right atrial (ra) lead thresholds increased steadily over the course of two days. During the lead explant procedure, a pericardial effusion was noted. It was unsure if this was pre-existing or caused by the implant procedure. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.